Manufacturer narrative:
The monitor was manufactured 10 april 2006 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has exceeded its useful life. Examination of the returned device was unable to replicate the customer¿s complaint. Over 36 hours of burn-in testing, fatu final acceptances test unit and safety testing were performed with satisfactory results. The service technician specifically verified that there was no issue regarding cvp input. However, unrelated physical damage was identified during the visual inspection - the front and rear cases were physically damaged. There was no indication or evidence that the damage was the result of any manufacturing defect, but rather the damage was consistent with mishandling and both cases were replaced. It is unknown if procedural processes or other circumstances were responsible for the customer¿s experience as all testing results support that there is no failure of the device to perform as intended. The restored monitor will be returned to the customer and no further actions will be pursued at this time.

Event description:
It was reported that the cvp value shown on the vigileo monitor display and patient monitor were ¿different.¿ the customer noted the abnormality of the value and surmised that the value displayed on the vigileo was demonstrably incorrect. Additional information received specified that the patient monitor displayed the cvp value as 5mmhg and the vigileo monitor displayed cvp as 15mmhg. No alert or alarms were reported with respect to this event and no patient compromise occurred, as no treatment was initiated in response to the erroneous value. No additional system-related devices were identified as suspect.

Manufacturer narrative:
A device evaluation is anticipated but was not complete at the time of this report. A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion.